Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15273. It was reported the pt experiences heating at the ipg site when charging. The pt's skin gets extremely hot and red while charging. A replacement charging sys was sent to the pt. The pt indicates the replacement charging sys resolved the issue. On (B)(4) 2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.